Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing and high capture threshold. The atrial lead was capped and replaced (B)(6) 2022. The patient was in stable condition.